Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent a breast augmentation primary with a 600cc mentor memorygel breast implant experienced bilateral silent rupture post procedure. The MRI examinations confirmed the issue. As a result, patient scheduled for bilateral replacements on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 23, 2022 indicated that date of event was on (B)(6) 2022., date of explantation scheduled for (B)(6) 2022. Rupture noted on MRI examination.manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Device evaluation completed on august 17, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 600cc breast implant was found to be ruptured and received in two parts, additionally, a crease was noted within the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 11, 2022 indicated that the patient underwent bilateral replacements as follow: l/ cat#:3506504bc sn#: (B)(6), r/ cat#:3506504bc sn#: (B)(6). Manufacturer¿s reference number: (B)(4).